Event description:
It was reported that a patient experienced a breach in aseptic technique during patient setup of peritoneal dialysis therapy. The care giver (cg) stated that they thought the patient line was the drain line so they removed the pull ring and placed the patient line into a sink which contaminated the end of the line. The technical service representative (tsr) advised the cg to start therapy over with new supplies. The tsr assisted the cg in power cycling the homechoice, removing the current supplies, and setting up the new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient experienced a breach in aseptic technique during patient setup of peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.